Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was repositioned. It was noted that there was a small pericardial effusion on the echocardiogram. Additional information indicated that dislodgement was noted on predischarged check by hospital staff and it was unknown if the patient symptom was device related. There was non-capture and the atrial electrogram lined up with ventricular electrogram. There was no suggestion that the lead caused the pericardial effusion as this was discovered incidentally. This ra lead remains in service. No additional adverse patient effects were reported.